Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8703w, lot# l42929, implanted: (B)(6) 1997, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported there was a catheter occlusion. The patient experienced a return of symptoms. The physician attempted a dye study and was unable to aspirate the catheter. The dye study was aborted. The physician was going to schedule a procedure to implant a new catheter and pump (pump was near end of life). The event date was not known. It was unknown if the issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' It was further reported the symptoms experienced included an increase in pain intensity. It was unknown if the catheter and pump replacement had been scheduled. The cause of the inability to aspirate the catheter was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.